Manufacturer narrative:
H.6. Investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for not being assembled properly, leading to the device not activating with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 761912 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that cracks were found in the bd microtainer® contact-activated lancet during use, compromising the sterility. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 40ea lancets occurred unable to activate and have crack."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cracks were found in the bd microtainer® contact-activated lancet during use, compromising the sterility. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 40ea lancets occurred unable to activate and have crack."